Event description:
It was reported that balloon rupture occurred. Th 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mm x 20mm, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 24 atmospheres on the second inflation. The device was removed from the patient intact. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).